Manufacturer narrative:
The customer declined the repair of the device. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device had a event code which is related to a potential issue of the device to deliver energy, and an event code which related to device lock-up. There was no patient involvement reported with the event.

Manufacturer narrative:
A quote for evaluation has been sent to the customer. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had a event code which is related to a potential issue of the device to deliver energy, and an event code which related to device lock-up there was no patient involvement reported with the event.